Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/28/98).

Event description:
The iab was inserted into the pt with a sheath. Initially, the iab would not inflate. The pump was changed and iabp continued without any further problems. The iab was not returned to datascope for eval. The iab was used and then discarded. (Multiple event to customer complaint number 98-00714, 98-00715). On 7/6/98, the following was reported to datascope: the iab was placed in the pt using a sheath. A different pump console was used. This catheter did not fail. This iab performed well and then was discarded. There was no pt injury or complication. The pt was stable. Another iab was not inserted into the pt. [Event complications]: none from the event-reported 6/8/98 and 7/6/98. [Pt's current status]: stable-rpt'd 7/6/98.